Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: during investigation, there was no moisture observed in the cartridge compartment. There was corrosion observed in the battery compartment. A leak test verified a battery compartment leak. The pump cover was removed and there was no further evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.